Manufacturer narrative:
Retainer = black case type = ngp the customer returned the pump for alleged pump error 53 and battery failed alarms found on (B)(6) 2023. The pump was received with a blank display after battery installation due to a misaligned battery tube caused by a crack at the battery compartment, battery compartment cracked at the corner of the belt clip rails and cracked battery tube threads allowing the battery tube to shift out of position and not allowing proper contact between the battery cap contact and battery tube. The pump was cut open to perform a visual inspection. Realigned the battery tube back into place and the pump powered up successfully verifying the misaligned battery tube caused the blank display. Continued testing. The pump passed the self test and displacement test. The pump was unable to download the trace and history files using thump (download difficulty). Found moisture damage on the vibrate harness assembly, the bottom of the battery tube (on the inside of the pump), motor, force sensor, pcba 1, and on the inside of the battery tube. Pump error 53 alarm and failed batt test (battery failed) alarm are unknown due to download difficulty. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, stained keypad overlay, missing display window cover, cracked battery tube threads, cracked battery compartment at the corner of the belt clip rails, battery compartment cracked, serial number label faded and peeling, end cap address label faded and peeling, cracked select button keypad overlay, and pillowing keypad overlay. Blank display was confirmed due to a misaligned battery tube. Pump error 53 alarm and failed batt test (battery failed) alarm are unknown due to download difficulty. Moisture damage was found during the visual inspection. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The insulin pump involved in this event is the ngp 780g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the customer reported battery failed alarm recurred and received pump error 53. No harm requiring medical intervention was reported. Troubleshooting was performed and the issue was not resolved. The customer will discontinue using the device and the device will be returned for analysis.